Event description:
Reference number (B)(4). Event occured in the united states. The patient said their infusion set came off on (B)(6) 2025. They had only been using it for 30 minutes to 1 hour. This made their blood sugar go up too high. To bring their blood sugar down, the patient used their pump to give themselves extra insulin. This extra insulin is called a correction bolus. Patient replaced infusion set and resumed insulin successfully. No further information available.